Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys vitamin d ii assay result for 1 patient tested on a cobas 8000 e 602 module. The initial vitamin d result was >250. The patient sample was tested on another analyzer with a vitamin d result of 66.4. The customer retested the same patient sample on the original analyzer again and a vitamin d result of 72.4 was obtained. The units of measurement were not provided. It was unknown if the result in question was reported outside of the laboratory. There was no allegation of an adverse event. The customer believed that there might have been an insufficient volume of the patient sample. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.